Event description:
It was reported to philips that the device cannot capture the 12-lead ECG; the waveforms are all skewed and device shows "not connected" message. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.